Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use blood leaked from the tubing. No patient harm with no medical intervention required.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: three (3) photos were provided by the customer which were used to perform the analysis of the device since the physical unit, at the time of documenting this investigation, has not been received. Picture 1(one) shows a product label with part number: d-100 and lot number 4128219, picture 2 (two) shows the equipment with which the product is used, and picture 3 (three) shows the product d-100 apparently leaking. As per pictures provided by the customer, it appears that the product has a leak in the white filter connector. Because samples have not been returned a root cause cannot be established. The complaint of leaking is confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.